Event description:
In 9/2003, the pt had the zenith three-piece modular endovascular graft placed. The iliac leg grafts were deployed in the contralateral and ipsilateral limbs with the minimum stent overlap. The grafts were deployed correctly and the procedure was deemed successful. At the conclusion of the case there were no visible signs of an endoleak. The pt returned to the hospital in 11/2003, due to a type iii endoleak. An examination of the pt noted that the contralateral iliac leg graft has disconnected from the contralateral limb of the main body graft. A zenith converter was placed inside the main body graft on the ipsilateral side. An occluder was placed on the contralateral side, and procedure was concluded. Final angiogram did not reveal any noted signs of an endoleak.